Event description:
It was reported that the right ventricular (rv) lead exhibited noise and low out-of-range (oor) shock impedances, measuring less than 20 ohms. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).